Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.